Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2019-16496. It was reported that the patient presented in clinic for a follow-up. Upon review, it was noted that the both the right atrial lead and the right ventricular lead exhibited noise. The atrial lead noise was reproducible with upper-body isometrics, the right ventricular lead noise could not be reproduced. No intervention was performed for the leads. The patient was in stable condition.